Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Trivial/trace to mild amounts of aortic regurgitation are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflet. Based on the information received, the complaint was unable to be confirmed and a definitive root cause cannot be conclusively determined. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position was scheduled for a valve-in-valve procedure due to moderate to severe central regurgitation. Reportedly, mild to moderate regurgitation was observed three (3) days after implantation, which progressively increased until moderate to severe approximately two weeks after implant. As reported, during the index procedure an aortic valve replacement (avr) and arch replacement with yacoub technique were performed. The patient was noted as to be in rehabilitation awaiting for the tavi procedure.